Event description:
In 2009, the pt reported that she is attempting to prime her infusion set after inserting a new insulin cartridge into the infusion device and "stop priming" is displayed each time the prime is started. The pt was instructed to perform the change cartridge procedure and the issue recurred. The pt verified that she was using the correct battery type and she inserted a new battery and the issue recurred. She stated that she had not recently changed her adapter and she did not have a new one with her. She removed the adapter and washed and dried it and reattached it to the insulin cartridge using new infusion tubing. She was not able to prime infusion set. She removed the insulin cartridge and performed an empty prime and "stop priming" was again displayed. She inserted another new battery and the issue recurred while trying to perform an empty prime. She stated that she did not spill water or insulin in the infusion device. The infusion device was replaced. The pt called back three days later, for assistance programming the replacement infusion device. She stated that her blood glucose elevated to 482 mg/dl and she felt nauseous and was vomiting. She was taken to the hospital and she was given insulin syringes. At the time of the report the pt's blood glucose had returned to normal, 80-110 mg/dl. Product was requested to be returned for eval.